Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their pacemaker has caused "all kinds of trouble" to include "headaches", "shocking me" and that it "makes my stomach quiver". The patient also questioned an interaction with a shield related to an air conditioner and indicated they have had to move 15 feet away from it and other times there is no problem. Follow up with the clinic indicated the patient had a follow up appointment since the report and the device check appeared normal, there were no issues reported and it could not be determined where the reported shocks came from. The device remains in use. No further patient complications have been reported as a result of this event.